Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/11/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red, bumpy, hard and containing pus. Reaction was located on the abdomen. Affected area was treated with antibiotic ointment, prescribed on (B)(6) 2015, for a previous reaction. At the time of contact, the patient was doing well. Additional event or patient information was not provided.